Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt port valve was stuck and no co2 would flow through on the vasoview 7xb. An accessory kit was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).